Event description:
It was reported that shaft break occurred. The patient was being treated for peripheral arterial disease and underwent lower extremity angiogram. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon catheter broke inside the patient's leg and a snare was used during removal. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).